Manufacturer narrative:
The device was received in backup mode with battery voltage above . Analysis of battery trend data indicated that battery impedance was reaching high levels from normal usage. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies. Device was not able to be interrogated in the field which is consistent with backup mode functionality. Longevity assessment was performed based on average current drain and indicated that battery level was still in the normal range of operation with appropriate remaining longevity. Despite extensive testing the backup condition could not be reproduced and cause of backup could not be determined. As a result of this finding, abbott is performing further investigation.

Event description:
Related manufacturer report number: 2017865-2018-13453. During a follow-up, the device was unable to be interrogated and premature battery depletion was suspected. A replacement procedure was scheduled. During the device replacement procedure, the right ventricular (rv) electrode was capped and replaced due to previous episodes of high pacing impedance. The device was explanted and replaced and the lead was capped and replaced to resolve the event and the patient was stable.